Event description:
It was reported that a chest x-ray revealed an insulation abrasion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no abrasion on the proximal insulation as reported. The distal insulation was damaged at explant.